Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported lack of suction prior to laser being fired 3 times in left eye. Flap not created in left eye. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.50 x -.50 x 160; left eye pre-op 20/20 -2.25 x -.25 x 165. Patient was seen on (B)(6) 2015 and lasik flap was created and procedure completed. At one day post treatment was 20/20 in both eyes.